Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that prior to a retinopexy the regulator on the gas tank did not dispense gas. The procedure was completed using an alternate regulator. There was no patient involvement.

Manufacturer narrative:
One ophthalmic gas regulator was returned for evaluation to the contract manufacturer. The pressure gauge was bent and there was no o-ring with the unit. The ophthalmic gas regulator was put through final test and inspection. The ophthalmic gas regulator passed all release criteria and there was no problem found that was related to the customer reported event. The ophthalmic gas regulator was manufactured on march 20, 2020. A review of the batch production record for the reported lot number was performed and confirmed the product met specifications at the time of release. No problem was found with the ophthalmic gas regulator; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).